Manufacturer narrative:
Philips investigated the issue and found that the geometry industrial personal computer (geo ipc) continuously switched on and off. A philips service engineer replaced the geo ipc which solved the reported issue. The system was returned to the customer in working order. Philips investigated the returned geo ipc but could not find anything wrong with the part, no failure was found). Since no failure was found, no root cause could be determined why the geo ipc continuously switched on and off. Based on trending analysis there is no exceptional replacement rate for this item, therefore we take no further action in this matter. (B)(4).

Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed, a follow-up will sent to the FDA.

Event description:
Philips received a complaint from the customer in which they stated that the geometry of the system was partly available and there was a patient under anesthesia on the table. A restart did not solve the issue and the patient had to wake up. Patient was treated the next day. Philips was not informed about the outcome of this treatment.